Event description:
It was reported that during the carotid stenting procedure in the right internal carotid artery with the acculink stent, the patient experienced hypotension. The patient was given vasopressors and the event resolved three days later. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no reported product deficiency. Hypotension is listed in the product instruction for use, as a known potential adverse effect. Hypotension is an anticipated response to stimulation of the carotid bulb. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.